Event description:
It was reported that after having been implanted approximately half way into the bone, the surgeon reported feeling the implant give. The driver was removed from the patient and at this time it was discovered that the implant was broken in half. The proximal end of the implant remained attached to the driver, while the distal end remained in the bone. There was no attempt to remove the fragment. The surgeon reported that the implant had compressed the bone plug, and that the threads of the remaining implant had strong fixation within the bone. The surgeon then tested fixation by pulling on the tendon graft and aggressively cycling the knee. The surgeon reported the fixation as satisfactory. Bone preparation was done by first notching, then dilating with 6 mm dilator. The procedure was an acl reconstruction.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. Also, the product directions for use informs users to: "insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant." This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.